Event description:
Rn programmed pump for correct medication and correct duration. Pump settings verified by another rn. Medication supposed to infuse over 4 hours; infusion noted to be complete after 2 hours and 20 minutes. Carefusion notified directly about event. Manufacturer response for alaris pump, (brand not provided) (per site reporter): pump information downloaded and sent out to carefusion for evaluation. Carefusion notified me after reviewing downloaded information, it was determined that the pump was programmed correctly. Carefusion has requested that the pump be returned to manufacturer for further evaluation. Plan to release from biomed department early next week.